Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal (tsp) crossing was completed, and a 20mm watchman flx closure device was deployed. St segment elevation was then noted on the electrocardiogram (ECG). The physician suspected a microbubble in the mid right coronary artery. Nitroglycerine was administered to resolve the st elevation. The 20mm closure device was noted to have not met position, anchor, size and seal (pass) criteria therefore, the physician changed to a 24mm closure device. The physician deployed a 24mm watchman flx closure device which was successfully implanted. The coronary arteries were assessed and verified to be clear of any air emboli. The patient was kept overnight for monitoring and was discharged the next day. There were no further patient complications reported.